Event description:
It was reported that the pump indicated a communication error. There was patient involvement but unknown harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, and manufacturer narrative. Annex a: a1801, a040502. Annex b: b01, b14. Annex c: c0503. Annex d: d08. Annex g: g02017. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported communication error failure was confirmed through logs and replicated during testing. External inspection showed damage in the front screen. Both unit interface (iui) connectors, dust and paper residues can be observed. The right iui (male) connector shows a corroded pin. The battery shows a crack, and three bumper feet were not observed. The review of the pump module error logs identified 4 events of error code 600.6870.5 (cib initialization failed) the errors occurred between (B)(6) 2025 and (B)(6) 2025. This kind of error indicates a communication error in a wireless network card. The pcu was powered on, and after approximately two minutes, the screen displayed a network communication error with error code 600.6875. When attempting to access system options, the wireless connection option was not accessible. The pcu was then powered off and following the technical service manual (dir (B)(4)), the wireless card was temporarily replaced with a known-good part from the dchu lab for testing purposes. After replacement, it was possible to access the wireless status menu, where it was observed that the pcu successfully linked by displaying the status associated when a new network configuration was uploaded to the pcu. The upload task was completed without errors. After the update, the wireless status menu remained accessible, and no errors were displayed. Subsequently, a known-good dchu laboratory pump module was connected to the suspect pcu. An infusion was programmed at a rate of 50 ml/h for a duration of two (2) hours. The infusion completed as programmed with no errors or interruptions observed during the process. The bd alaris v12.1 user manual (dlr 10000309292) notes that cf wireless module contains a radio frequency, wireless, local-area network interface (rf card). The rf card allows the system to communicate with the systems manager connected to the hospital information system. Information for the user regarding communication errors; a communication error message means the bd alaris system has lost wireless connection. Operation will continue all channels, but wireless functionality won't be possible. All subsequent infusions must be programmed manually. The device was in use for treatment purposes as intended per 21cfr 820.198(d)(2). Root cause: the root cause for the reported communication error is attributed to a malfunction in the wireless card. Note that this report lists imdrf annex a1801, g02017, c0503, d08, a040502 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump indicated a communication error. There was patient involvement but unknown harm. Although requested no additional information will be provided by the customer, no devices will be returned.